Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed in 2008. According to the complainant, during the procedure, the physician experienced difficulty placing the prolieve catheter. It appeared the catheter was getting caught at the neck of the bladder. The physician completed the procedure with a different device. Patient anatomy was not the issue with the prolieve catheter. The device tip would fold back on itself once it came in contact with the bladder neck. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. However, the lot number provided by the complainant, 615512, represents the prolieve catheter; a part of the kit. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device, and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.